Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient: 165cm. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician noticed that during the stage of artery location, blood flow through the angio-seal device drip hole was very slow, like leakage. There was not pulsed blood flow during the time that he inserted the sheath system into the artery. He removed the locator and he set the anchor by clicking. When he tried to pull back, the device went out the patient. Blood leakage from patient's artery was managed manually and the patient was treated without any other problems. The patient was treated for a percutaneous transluminal coronary angioplasty (ptca). There was no harm to the patient. Additional information was received on 27feb2020. A 6fr sheath was used. A pre-deployment angiogram was performed. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was partially mated with the arteriotomy locator along with the header bag. The kinked carrier tube was returned as well. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was partially mated with the arteriotomy locator and the blood inlet holes were not aligned properly. The hub of the locator was examined under microscope and no flash or molding anomalies were found. There were no outward signs of damage or deformation noted with sheath and locator. The deployment sleeve of the carrier tube assemble was in forward lock position. The bypass tube was found to be protecting the anchor of the carrier tube assembly at its correct manufacturing location. There was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. No other visual anomalies were noted. Functional testing was performed and the arteriotomy locator was removed from the hemostasis sheath. No anomalies were noted with the locator and sheath. Then, the arteriotomy locator was reinserted into the hemostasis sheath and a clear tactile snap was audible. The arteriotomy locator was clicked and locked into the hemostasis sheath as intended. No functional anomalies were noted. Dimensional testing was performed and the inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.057" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.039" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that not mating the parts completely which led to misalignment of the holes on sheath and locator caused the reported issue. However, the exact cause of the reported event cannot be definitively determined based on the available information.